Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced issue with 5 infusion set's adhesive on 01-jan-2024 and 01-may-2024. The patient reported infusion set patch lifts off of her skin, starting with the cannula. It didn't fell off, but lifted off the skin. No further information available.